Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 2 events were reported for this quarter. Product return status 2 devices were received for evaluation. Evaluation status 2 device evaluations are in progress. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; the patient received a superficial burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.    Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by internal corrosion and debris. Not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by internal corrosion. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; the patient received a superficial burn.